Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. The customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) was 600 mg/dl. A correction bolus via the pump was delivered to address bg.